Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy. It was also reported that air bubbles were observed within the canister. Customer performed a supply change to address the issue.